Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of caused not established.

Event description:
It was reported that this right ventricular (rv) lead was crushed during the tricuspid valve repair. No exact known of the extent of the damaged. Boston scientific technical services consultant (ts) discussed the behavior of the compromised rv lead which could present with biventricular. As of this time, this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was crushed during the tricuspid valve repair. No exact known of the extent of the damaged. Boston scientific technical services consultant (ts) discussed the behavior of the compromised rv lead which could present with biventricular. As of this time, this rv lead remains in service. No adverse patient effects were reported.